Event description:
During MFR review of the published journal article "pathologic cardiac repolarization in pharmacoresistant epilepsy and its potential role in sudden unexpected death in epilepsy: a case-control study. Epilepsia 2009 epub., r. Surges, et al.", it was identified that two vns pts had died of sudep. Pt #1 sudep death is being reported via MDR #1644487-2009-02792; pt #2 sudep death is being reported on this MDR. Attempts for further info from the lead author have been unsuccessful to date.